Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of approximately 80.6 months, due to mitral stenosis.

Manufacturer narrative:
Evaluation summary: heavy calcification is detected in the cusp area of all three leaflets. Moderate calcification is detected in the free margins of leaflets1 and 3, minimal to moderate in 2. Calcification restricted mobility in the leaflets and led to stenosis. Heavy host tissue overgrowth encroached onto the tissue outflow and into the orifice by at the greatest point by approximately 9mm. It covered most of leaflet 3 and fused the free margins of leaflets 1 and 3 at commissure 1 by 4mm, leaflet 2 and 3 at commissure 3 by 2mm. Host tissue contributed to stenos is as well. Minimal to moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice by 3mm. Host tissue is moderate to heavy at the stent outflow, and moderate at the stent inflow. The x-ray demonstrates calcification.